Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was unknown mg/dl. The customer stated that the device was exposed to fluid/moisture. The customer insulin pump was put in cup of ice. The customer stated batteries keep dying and buttons not responding. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump had no moisture damage found on the electronic assembly, motor, battery tube and vibrator assembly however, corrosion was found on the keypad traces during visual inspection. The insulin pump received with normal operating currents. Pump was monitored and no unexpected battery alert alarms, audio/beeping alarms, or vibrate alerts occurred during testing. Unit received with cracked reservoir tube lip, minor scratched display window, and scratched reservoir tube window.